Event description:
It was reported that the patient experienced inadequate stimulation due to multiple lead fractures and high impedances despite the reprogramming being done. Additional information was received that the patient underwent a lead replacement procedure. The explanted leads were not returned.

Manufacturer narrative:
Exact date unknown, event occurred over the last year. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5064199.

Event description:
It was reported that the patient experienced inadequate stimulation due to multiple lead fractures and high impedances despite the reprogramming being done.